Manufacturer narrative:
(B)(4). This device is expected to be explanted. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device recorded a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. This device remains in service. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the patient passed away before the scheduled change-out due to heart failure complications. It was confirmed that the patient's death was not related to the device or its use. The device was buried with the patient, therefore will not be returned.